Event description:
It was reported that due to erosion the patient had his inflatable penile prosthesis (ipp) explanted. A new ipp device was implanted. It was explained that the patient experienced pain and the physician could feel the tip extender beyond the corpora. The erosion was located in the glans, and was visually diagnosed. The patient is expected to recover normally.